Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was pre-dilated, then a 3.00x28mm promus premier¿ drug-eluting stent was advanced to treat the tortuous and calcified target lesion. However during procedure, the stent crumpled up in the coronary around a bend. No patient complications were reported and the patient was fine.